Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the patient had an open circuit when interrogating the patient's device prior to replacement. Contact 3 had all high values. The open was not impacting the patient's therapy. The cause was unknown and there were no actions taken. No symptoms were reported.